Event description:
A customer reported a malfunction in their pump, with the ps6 error causing the pump not to display blood sugar levels accurately. This malfunction led to episodes of low blood sugar due to the pump's algorithm being unable to adjust insulin delivery properly. There was an adverse impact on the customer's blood glucose level, which exceeded regular parameters, although the specific value was not detailed. The customer used manual injections to correct high blood sugar levels. Technical support planned to replace the malfunctioning pump, and the customer was processed for a new device as the pump was out of warranty. Attempts to follow up with the customer were made, but a direct conversation was not achieved due to language barriers, necessitating future communication in spanish.